Manufacturer narrative:
The electrodes were returned for evaluation, the customer report was observed and attributed to the detached wire to the anterior/ apex electrode pad. Evaluation of the ring and socket found evidence of being secure at the time of manufacture. A retained sample evaluation was performed on lot number 0117, which did not reveal any discrepancies. It could not be firmly established how the wire became detached from the electrode pad. The electrode pad was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient arrived at the hospital where treatment was continued. Complainant indicated that the patient subsequently obtained a serious injury.